Manufacturer narrative:
The medical center in (B)(6) discarded the impella product in 2020. No further clinical details or data logs are being able to be retrieved. The definitive root cause of the impella attributed hemolysis is not known. Should any new clinical details be shared, a supplemental report will be filed.

Event description:
A patient in (B)(6) (in (B)(6) 2020) was admitted suffering from an acute myocardial infarction and cardiogenic shock. When taken to the cardiac catheterization lab he was seen to have a totally occluded left main coronary artery. The team placed an impella cp for hemodynamic support. The pump supported the patient for over 3 days when it was weaned and explanted. Months later, in (B)(6) 2021, the patient's registry data was documented and reviewed. In the registry hemolysis was noted, and attributed to the use of the impella. The team had treated the hemolysis by volume delivery, pump repositioning, dialysis, and pump explantation. Later the patient expired when family choice of dnr was made.